Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was no longer functioning as intended. The patient underwent procedure an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.